Manufacturer narrative:
Additional information: according to the information received from the field a complete insertion of the active electrode could not be achieved at implantation surgery. Reportedly three to four channels remained extra-cochlea. Further the recipient experienced facial nerve stimulation, which was caused by extra-cochlear stimulation due to the misplacement. No information on possible further steps has been received.

Event description:
During implantation surgery the electrode could not be inserted completely (3 -4 extra-cochlea electrodes) as resistance was met. Benefit from the device is limited.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery the electrode could not be inserted completely (3 extracochlear electrodes) as resistance was met. At the first fitting was performed with stimulation at 40 charge units and the loudness was acceptable for the user but at follow-up appointments the hearing performance with the device decreased. The user can hardly recognize voices. Therefore, most comfortable loudness levels (mcls) were increased to 60 charge units; however, this then caused facial stimulation.